Manufacturer narrative:
Additional narrative: note: this MDR report is being submitted due to a retrospective review of complaints associated with a remedial action (recall ID number: (B)(4)). Section a2, a3, a4, a5: unknown/ not provided. Section d6a/d6b - not applicable, as this is not an implantable device. Section e1: telephone: (B)(6). Section h9: johnson & johnson surgical vision (jjsv) has initiated a field action related to the veritas¿ advanced infusion packs (vrt-ai) and veritas¿ advanced fluidics packs (vrt-af) due to the potential for the weld protrusion to be larger than the design specification which could lead to failure during the priming cycle and/or suboptimal vacuum delivered to the phacoemulsification and irrigation/aspiration handpieces during the surgical case. This could result in a delay in surgery and/or longer surgical time, which may result in post-operative ocular sequalae, such as transient corneal edema. Device evaluation: product was returned and evaluated. A visual inspection of the returned product reveals a noticeable weld gap protrusion. The observed weld gap is a known issue that can contribute to the reported priming issue. The reported issue is confirmed.. Based on investigation results a product malfunction and product deficiency was confirmed. A nonconformance was initiated to address the weld gap protrusion findings. Manufacturing record review: a review of the records related to the device was performed. The records showed the device and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that prime low vacuum error occurred during priming test. Reportedly veritas advanced infusion packs had passed priming, there were vacuum issues in phaco and irrigation/aspiration mode during procedures. The complaints were reported against three packs of the same lot number collectively; it is unknown which pack had passed priming. Product was returned for investigation and investigation results confirmed slight weld gap protrusion with three packs. This report is for one veritas advanced infusion pack. Refer to report number 3012236936-2023-02270 and 3012236936-2023-02268 for other two veritas advanced infusion pack reports. No further information provided.